Manufacturer narrative:
No report of patient involvement. The serial number is unknown. The date of device manufacture is unknown. The hospital reported that the caster was replaced to resolve the reported complaint.

Event description:
The hospital reportedly noted the unit had a broken caster. There was no report of patient involvement.